Manufacturer narrative:
Evaluation results: visual findings observed scuff marks and site stickers on the exterior housing. Both dust covers underneath the battery slots have been damaged and the battery door is missing. Evaluation of the unit found the unit has power with batteries and ac adapter, but it does not sound when in use with sensor and magnet. The speaker impedance is above the normal range and is the cause for the unit having no sound. Being that the unit is already more than six years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having no sound, and the likely cause is normal wear-and-tear, severe shock, and other effects of repeated use and age. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer states unit has no power they confirmed they tested with sensor and new batteries. I have limited other information on these units. The date the issue was discovered is unknown and no patient incident or injury was reported.